Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue: moisture behind display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.no evidence of fluid behind display lens visible. No visible damage to the pump case. No corrosion in battery compartment. No moisture in cartridge compartment. A leak test was performed and a display lens leak was found. The pump was opened to check for internal moisture damage. Moisture residue was found on internal components and on printed circuit boards. .observed corrosion on the vibration motor. Observed the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.